Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level on (B)(6) 2016. She passed out in a convenience store. Customer's blood glucose level was not reported. She was not admitted into a hospital but the paramedics were called. The customer had overworked. The customer had orange juice but she still passed out. The device was not returned.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The pump was received with cracked reservoir tube lip and minor scratches on display window noted.